Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Based on the event description, event date, date on the photographic sheet, and fact that the photographs appear to be of a pouch procedure as opposed to a sleeve; it cannot be determined with any confidence as to what may have caused the post operative bleeding complication stated in the event description.

Event description:
It was reported that after a sleeve gastrectomy the patient had to be brought back to the or due to bleeding. The device was discarded. Instrument vigorously swished after every firing beyond the articulation joint? Yes. On what tissue type was the device used? At what location on the tissue? Stapler on gastric tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unknown. What color cartridge was being used? Gold and blue. What other color cartridges were used before and after this event? No. Were all the staples deployed? Unknown. If there was bleeding, how much? How many cc's? Yes there was bleeding, unknown amount. Were the deployed staples formed completely? Deployment appeared normal. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No .